Event description:
It was reported that burr separation occurred. A 1.75mm rotapro device was selected for procedure. During procedure, the rotapro burr detached in the coronary. Then, the physician was able to retrieve the detached burr from the patient. There were no patient complications reported.